Event description:
It was reported that the ar-9225s instrument tray is peeling inside.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One ar-9225s set (no batch/sn identifier present) was received for investigation. Visual inspection identified scuff markings across the outer coating of the set that were consistent with wear and tear damage, as well as peeling of the coating within the tray. This is most likely the result of repeated cleaning cycles, and it is unknown how many cleaning cycles the tray had been subjected to. Based off the information provided, the most likely cause for the reported failure can be attributed to wear and tear.